Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing, and the specific leakage location and the defect condition cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
At 9:30 a.m. On (B)(6) 2025, the department of gastroenterology administered an intravenous infusion to a patient using a cannula. The patient reported no discomfort during the infusion. At 11:30 a.m., the patient reported a small amount of fluid leaking around the IV cannula. The nurse in charge examined the cannula at the bedside and found that all connections were secure; however, fluid was leaking from the junction between the white tubing and the yellow connector. As this was a consumable issue beyond clinical management, the nurse explained the situation to the patient and replaced the IV cannula, resolving the issue. The patient expressed understanding, and no adverse consequences resulted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.